Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The balloon was being used to post-dilate a stent in the 100% stenosed, severely calcified mid right coronary artery (rca). The balloon rupture occurred at 18 atms on the first inflation. The procedure was successfully completed with another quantum maverick monorail balloon catheter. No patient complications were reported. Patient's condition listed as "good."